Event description:
The hospital reported the following incident: after inserting the lumbar catheter for drainage externalization of the catheter was initiated. During the removal process while pulling on the catheter, a 12cm long section of the catheter remained in the patient. The pt had to be operated on to remove the catheter part. Additional info has been requested.

Manufacturer narrative:
Preliminary investigation (march 11, 2008): device history records of lot 0146527 were reviewed and did not reveal any anomaly. This batch, manufactured in october 2007, included 98 lumbar catheter accessory kits and no other complaint was received for a product from this batch. Review of history: the lumbar catheter is marketed since around 20 yrs. A review of integra complaint database since january 2005, showed 2 cases of damaged catheters, one case with a catheter part remaining in the pt. Since january 1, 2005, a large quanity lcak (alone or as kits) have been sold, worldwide. We are awaiting product receipt for further investigation.